Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm was displaying 75 mg/dl but when the patient did a finger stick it was 35 mg/dl. The patient was feeling sick so they tried to eat sugary foods and chocolates but their bg was not increasing. A family member called an ambulance and the patient was taken to the hospital at 7:30pm. The nurse checked the patient's bg and it was 32 mg/dl. They treated the patient with unspecified medication to increase their bg. After an hour, their bg increased to 121 mg/dl. Two hours later their bg increased to 144 mg/dl. The patient was discharged from the hospital at 3:30am. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.